Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was being used as off-label in attempt to use anti-tachycardia pacing in atrium. The ipg also exhibited a false right ventricular (rv) lead impedance alert as the rv port has been plugged. The ipg remain in use. No patient complications have been reported as a result of this event.